Event description:
It was reported that the patient had an infection during the trial with the external neurostimulator (ens) in (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was diagnosed with an infection on (B)(6) 2015. The patient experienced fever, redness, and pain. The primary location of the infection was the lead track. A culture was obtained from the device pocket and the organism cultured was strep. Oral antibiotics were administered and the entire system was explanted. The patient's infection resolved. It was noted that the patient had a history of infections due to surgical hardware place in cervical spine four years prior to report.